Event description:
The patient reportedly did not have a middle ear infection immediately prior to the onset of meningitis per examination by the pediatrician. The patient presented with high fever, vomiting and poor general health. A lumbar puncture identified the presence of pneumococcal cells in the cerebro spinal fluid. The patient was treated with vancomycin and cefotaxim for 10 days and followed with cotrimoxacol. The patient fully recovered.